Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - angulation less or specified value - biopsy channel wear and tear: replacement as preventive maintenance however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cds process. The last procedure the device was used in was prior to collection on 17 july 2023. The device was not used while waiting for results and was quarantined. The device was manually washed once and had three machine cycles prior to collection. The device was last reprocessed on 06 sept 2023. The sample was taken immediately after treatment. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 16 colony forming units (cfus) of pseudomonas aeruginosa on (B)(6) 2023. The device was retested on (B)(6) 2023 and tested negative for pseudomonas aeruginosa, and uncountable enterobacter cloacae. The device was retested on (B)(6) 2023 and tested positive for 46 colony forming units (cfus) of pseudomonas aeruginosa, 72 cfu of microorganisms revivable at 30 degrees celsius and 46 cfu of nosocomial risk germs. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.